Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels range (300- above 400 mg/dl) the customer would deliver boluses to stabilize bg level. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer did not check infusion set site. The customer stated to be having trouble finding a good infusion set site are due to gaining weight. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.